Manufacturer narrative:
(B)(4). Batch # u5cd57. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during case set up the plee60a was prepared with a green reload for a sleeve gastrectomy and before the stapler was used it was noticed the device was hot around the battery. The device was not used on the patient. A new device was pulled and used for the procedure. No patient adverse effects occurred. The procedure was completed with no patient consequences.